Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the user experienced bacteriuria, symptomatic urinary tract infection, pain, hematuria, epididymitis, urethral trauma, catheter blockage , leakage, accidental removal , and bladder stone(s) when asked of complications while using the foley catheter. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "bad fit with shaft". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the user experienced bacteriuria, symptomatic urinary tract infection, pain, hematuria, epididymitis, urethral trauma, catheter blockage , leakage, accidental removal , and bladder stone(s) when asked of complications while using the foley catheter. No medical intervention was reported.